Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The supplemental medwatch reported the device had foreign material stuck in the device. However, the device was returned without complete reprocessing steps. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the reported malfunction. Additional findings were as follows: the suction cylinder had no color; due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to some wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a problem with the aspiration system. The issue was found during inspection. During the device evaluation foreign material was found discharged from the channel tube during the leak test. Also, the air/water tube and jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.